Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing during a ventricular tachycardia (vt) episode. Low amplitude was observed as well. No adverse patient effects were reported. At this time, this device system remains in service.